Manufacturer narrative:
Visual examination of the spyscope device appeared to be in good condition with no obvious visual deformities. Functionally, a spyglass was inserted into the optic channel and it met resistance just outside the handle and it would not pass. Upon deconstruction of the device, it was noticed that there was a clear material about 4mm in length blocking the channel. Based on the product analysis, it could not be determined if this ¿clear material¿ was material used during the manufacturing process or foreign material of unknown origin . Therefore, the most probable root cause for this complaint is undeterminable. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2015. According to the complainant, during preparation, as they were trying to pass the spyglass probe through the spyscope, it was noticed that the spyglass probe would not pass as if there was something like a "piece of plastic" blocking the scope. Reportedly, there was no visible damage noted on the spyscope access & delivery catheter. The procedure was completed with a second spyscope access & delivery catheter with the same original spyglass probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the evaluation of the device revealed a foreign material of unknown origin. See report for full device investigation results.